Event description:
Revision surgery - due to short stem became dislodged from humerus and was in varus during post-op x-ray, patient was then put back into surgery at the end of the day to remove short stem and attached poly to implant a new 108mm stem and poly, there was a multiple hour delay in surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 11644408-2024-01735; 530-08-108, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
This supplementall report has been created to corrtect h10 and h11 complaint has been evaluated and is similar to report number 1644408-2020-00188; 530-12-108, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.